Event description:
Customer reportedly obtained a result of 156 mg/dl on the advantage system and 77 mg/dl on a professional device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.